Manufacturer narrative:
Correction: particulate matter was identified in the final bag during use of inlets, not in the inlets specifically. However, the customer indicated the issue was due to non-baxter tubing; therefore, the baxter product is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that six (6) exactamix vented micro-volume inlets had particulate matter (pm). The pm was further described as ¿large brown particles¿. This was noticed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.